Manufacturer narrative:
Additional information. H4 date of manufacture added. H3 evaluation summary; the device history record (DHR) review showed no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample with the reported lot number was received at the manufacturing site for evaluation. The sample was visualized according to procedure. The balloon was filled with 2.0cm and no leakage was observed. The balloon was left with water for one day and when measured the next day, the amount of water was less than 1.5 cm. This product is provided by a supplier, so a supplier corrective action was created to further investigate. The action plan will be addressed under the supplier corrective action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported fluid is gushing out of the device when the extension set it removed. Additional information received stated the valve has stopped working so when they detach the extension set, anything in the stomach flows out. Immediately after a feed the formula that has just been administered comes out. There was no harm to the patient.